Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the abutment could not seat onto the implant.

Manufacturer narrative:
Based on the available information at the time of this report, there is no indication that a healing abutment was involved in the event. The event is related to a psp final abutment unable to seat as confirmed by returned device and investigation. Upon a reassessment o the reported event, it has been determined this event did not meet the criteria of a reportable event. The malfunction reported is not likely to cause or contribute to a serious injury or death if it were to recur. The most likely outcome would be customer / patient inconvenience resulting in an additional dental appointment to refit the final abutment. As a result, no further medwatch reports will be submitted and the event will be reassessed. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: type of report h2: type of this report h10: additional narratives/data.

Event description:
Based on the available information, there is no indication that a healing abutment was involved in the event. The event is related to a psp final abutment unable to seat as confirmed by returned device and investigation. As a result, the event did not meet the criteria of a reportable event.